Event description:
Drive medical has rec'd an attorney letter alleging the following: the pt was seated upon the walker with his wife pushing him backward. The walker allegedly fell over a transition area between carpet and tile, causing the pt to flip out of the walker and strike the ground, thereby sustaining injuries. It is alleged that the pt ultimately died as a result of complications from the incident. This MDR report is based on the attorney letter.